Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a de novo, concentric, mildly tortuous, mildly calcified, mid, left anterior descending artery stenting procedure, via a femoral artery access, after pre-dilation with a non-abbott balloon dilatation catheter (bdc) at 10 atmospheres (atms), a xience xpedition stent delivery system (sds) was advanced through a 6 french non-abbott guide catheter without resistance to the lesion. The balloon was inflated to 14 atms for 10 seconds and the balloon ruptured. The sds was removed without difficulty. Reportedly, the stent was successfully deployed and was fully apposed to the vessel wall. There was no intervention needed. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.